Manufacturer narrative:
Block b3: exact date unknown, event date used was the cancelled date of explant. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 5135928 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 5176422 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: n/a batch/lot number: 24991862 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was concern of the spinal cord stimulator (scs) systems therapeutic benefit. The patient subsequently underwent an scs system explant procedure. The explanted device components were unable to be returned due to facility policy.